Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an infection and their pulse generator externalizing through the pocket. The patient was admitted on (B)(6) 2018. The patient's system was removed and the patient was implanted with a temporary pacemaker until re-implant could be performed. There were no complications during the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.